Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the negative control rlus were elevated for this run. Hologic product applications specialist (pas) reviewed logs and found a reagent preparation issue due to an enzyme gradient. Ts relayed review to customer and provided a customer letter with the review. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 02639-20210315-04, using assay lot 284869 on panther instrument sn (B)(4) which was invalid due to elevated rlus on the negative control.